Event description:
It was reported while using bd safetyglide¿ needle the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: several needles are ¿clogged¿ and don¿t allow fluid to pass through when using a pre-filled syringe.

Manufacturer narrative:
B3: date of event is unknown; awareness date has been used for this field. H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.